Event description:
The pt was presented to the hospital complaining of stomach pain. The pt begins to feel better and checks himself out of the hosp. A kidney ureter bladder had been done and an interventional radiologist found both short struts were fractured.